Event description:
It was reported before using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes the stopper is deformed and damaged.

Manufacturer narrative:
The following fields have been updated with additional information: d9. Device available for eval- yes . D9. Returned to manufacturer on: 02-apr-2024. H.6. Investigation summary: bd had received one sample in support of this complaint from catalog 367841, lot number 3111796. Visual examination of the sample was performed and revealed improper assembly causing the stopper to not be placed correctly in the hemogard closure. Bd was able to confirm the customer¿s indicated failure mode with the investigation completed. The exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. G.4. PMA / 510(k)#: k213670 d.4. Medical device type: gim e.4. Initial reporter facility name: (B)(6)

Event description:
It was reported before using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes the stopper is deformed and damaged.